Event description:
It was reported that during a stapled hemorrhoidectomy procedure, the purse-string sutures were taken and the stapler was engaged well after which the purse-string was tied around the stapler anvil under vision. The stapler was closed completely till the marker showed complete closure without any difficulty. The stapler was fired after unlocking and kept pressed for a few minutes for hemostasis. After opening the stapler and removing it, there was excessive bleeding from the anal canal. Upon inspection, it was found that the anterior half of the staple line was absent as the staples had not fired completely. The posterior half was intact. The surgeon had to suture back the distracted ends of the mucosa using interrupted vicryl sutures. Thus he could achieve hemostasis and mucosal continuity. A rigid sigmoidoscopy was performed to confirm integrity of the anastomosis. The excised doughnut was examined and was found to be complete. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information requested.